Manufacturer narrative:
Exact date unknown, event occurred about a year ago from the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was taking longer to be charged and was not holding a charge as long. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded.